Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a sensor failure after calibration and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Patient¿s spouse woke up at 3:50am, realizing that the sensor had failed. Patient was convulsing, shaking and completely unresponsive. Patient¿s spouse was unable to administer orange juice, and glucose tablets due to the patient¿s convulsions. Patient¿s spouse called the paramedics at 4:00am. Paramedics arrived at 4:10am and attempted to treat the patient intravenously, but they were also unsuccessful due to the patient¿s convulsions. Patient regained consciousness after paramedics administered 2 packs of glucose gel. Paramedics then took the patient¿s blood glucose reading of 45 mg/dl, offered to take patient to the hospital, to which the patient declined. At the time of contact, patient was stable, with no lasting effects from the incident. No additional patient information or event details are available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.